Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. No image was to the cable disconnected internally, which caused intermittent image when the cable was moved around. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint was caused by component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue was found during preparation for a diagnostic unspecified procedure. There were no reports of patient harm associated with the event.